Event description:
It was reported the pt experienced intermittent stimulation. The stimulation felt "like it was skipping". There was no particular pattern and was random in nature. There was no incident related to the onset of the symptoms. Movement did not cause stimulation changes. The device was reprogrammed and the intermittency continued. The pt had an ICD removed in the last few months. The pt underwent revision in 2009. The extension was disconnected from the ins and placed into an external stimulator. Impedances were fine, however, the stimulation remained intermittent. The lead/extension site was opened and the extension was disconnected from the lead. The lead was tested directly into the external stimulator and the stimulation still felt as if it was skipping. The hcp decided to replace the lead with a direct connect to the ins and remove the extensions. When the pt decided to recharge with the stimulation on (prior to receiving clearance for recharging from hcp), the skipping started again. The skipping occurred about 15 times per min. No other pattern was recognized other than it originally started about 2 months after the pt's ICD was removed. Additional info received indicated the problem resolved after the revision surgery. The problem was suspected to be body fluid penetrating the lead. The removed device(s) were not retained.